Event description:
The customer reported hemoglobin results were shifting low on an intermittent basis when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no reports of erroneous test results reported out of the laboratory with this event. There were no reports of death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the hemoglobin cuvette to be cloudy. The fse replaced the hemoglobin cuvette, resolving the issue. (B)(4).